Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a device manufacturer representative regarding a patient receiving an unknown drug at an unknown concentration and dose via an implantable infusion pump. The indication for use was noted to be non-malignant pain. It was reported that the patient was scheduled for a catheter revision on (B)(6)2018 for a suspected granuloma. It was unknown if there were any environmental, external or patient factors which may have led or contributed to the issue. It was unknown what diagnostics or troubleshooting steps were performed. The issue was not considered resolved. The patient's status at the time of the report was unknown. No further complications were reported. Additional information was received from a health care provider (hcp) via a device manufacturer representative on 2018-jun-11. The patient's weight was unknown.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2015, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) via a device manufacturer representative on (B)(6) 2018. It was reported that the patient was receiving compounded hydromorphone (500 mcg/ml at 25 mcg/day) and baclofen (40 mcg/ml at 2 mcg/day) in her pump at the time of the event. The patient had a colonoscopy in (B)(6)2017 and she was twisted while the staff was transferring her. Shortly after she developed worsening of her chronic pain and numbness on the left side of her torso and her left leg. A dye study was attempted and the doctor was unable to aspirate the catheter. An MRI was performed and the granuloma was diagnosed. The catheter was revised on (B)(6) 2018. The distal tip of the catheter was replaced. The issue was considered resolved with the revision. No further complications were reported.